Event description:
Information was received that the patient is currently doing well and the nurse stated that diagnostics are good that the patients sometimes has clusters. The vns has improved his seizures above baseline. It was stated that was all of the information the physician is willing to provide. No additional relevant information has been received to date.

Event description:
It was reported that a patient had a cluster of seizures in 2017 with no explanation. It was stated that the vns was checked at this time, and there were no malfunction, but said the battery was getting low so the patient was referred for a generator replacement in 2017 and the cluster seizures stopped. No additional relevant information has been received to date.